Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, a cr insert that is delaminated from a revision case the week of (B)(6) 2022. Device engravings indicate it is a size 2.5, 13mm slope++ cr insert. No further information is known at this time.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of malalignment between the femoral and tibial components, third body wear, and patient-related conditions, which led to wear of the polyethylene and delamination. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.